Manufacturer narrative:
Approximate age of device ¿ 2 years 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that while at home the patient had intermittent ¿heart and pump flutter¿, with the lvad system producing red heart alarms on the epc system controller. When assessed in the emergency department, no alarms were active; however, it was reported that the pump parameters were fluctuating. The lactate dehydrogenase (ldh) was 1981 u/l, and the hemoglobin was 11.4 g/dl, plasma free hemoglobin was 101.1 mg/dl, total bilirubin was 1.4 mg/dl, and the patient had brown/red color urine. A transesophageal echocardiogram (tee) revealed severely dilated left ventricular cavity with the septum bowed to the right side of the heart. On (B)(6) 2017, the device was explanted. It was reported that the patient was stable at home with driveline site healing nicely. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. The report of a red heart alarm and fluctuating pump parameters were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the abnormal pump operation could not be conclusively determined. The log file dated from days 851 hours 19 minutes 10 through days 851 hours 23 minutes 35 revealed that there were no hazard alarms until days 851 hours 19 minutes 56 when the pump struggled to maintain the set speed and dropped to zero, resulting in low speed and low flow hazard alarms. The pump resumed operation at the fixed speed on days 851 hours 20 minutes 9. Significant pump power elevations were captured throughout the log file. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.